Manufacturer narrative:
B5 (describe event or problem) and h6 (adverse event problem) were updated. The customer reported complaint that the autopulse platform (sn (B)(6)) displayed user advisory (ua) 45 (not at "home" position after power-on/restart) was confirmed during archive data review. The archive data revealed multiple ua45 advisory messages around the reported event date. The root cause for the ua45 error was due to the driveshaft not being at "home position." Usually, the error message can be easily cleared by pulling up the lifeband until the chest bands are fully extended. This action will move the driveshaft to its home position. However, in this case, it was observed that the encoder driveshaft was difficult to rotate due to the heavily sticky clutch plate, likely caused by sharp edges from all 12-hex edges of the armature plate, or due to burrs on the clutch rotor's surface likely attributed to normal wear and tear. This would likely cause the user difficulty pulling up the lifeband completely. The platform was manufactured in 2019 and is nearly 6 years old. A review of the archive data showed ua45 errors: thus, confirming the reported complaint. The lifeband straps were not pulled completely out prior to turning the device on. The autopulse passed the preliminary functional test without any fault or error. Related to the reported complaint, the encoder driveshaft did not rotate smoothly and exhibited binding and resistance. The sticky clutch was deburred to allow the driveshaft to rotate smoothly and to remedy the reported complaint. Following service, the autopulse platform passed the run-in test without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for autopulse platform with serial number (B)(6).

Event description:
The customer reported during use, the autopulse platform (sn (B)(6)) displayed user advisory (ua) 45 (not at "home" position after power-on/restart). The crew switched to manual CPR. No impact or consequence to the patient.

Manufacturer narrative:
Zoll has not received the autopulse platform in the complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
The customer reported the autopulse platform (sn (B)(6) displayed a user advisory (ua) 45 (not at "home" position after power-on/restart). It is unknown when the problem occurred. However, patient use information was requested but no additional information was provided.